Event description:
On (B)(6) 2012, the customer reported that the cartridge chemistry (cc) sample probe on the dxc 600i instrument was leaking. Customer stated that the previous day, (B)(6) 2012, the cc sample probe was replaced by the customer due to a leak (see MDR 2050012-2012-00857). Customer stated that about 30 cc of fluid leaked and the leak could not be isolated in the cc sample probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the leak was due to a failed wash collar valve. Fse replaced the valve and this resolved the issue. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).